Event description:
Hospital reported the tip came off the instrument used by the surgeon, while inside the patient. The doctor witnessed the problem and was able to retrieve immediately. No harm to the patient.